Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the battery compartment is cracked above the grip pad. Returned battery cap is undamaged and able to fit securely. Evidence of moisture corrosion is observed in the battery canister and on the battery cap. The pump is unable to power up and it¿s completely unresponsive, reported ¿power¿ complaint is duplicated, unable to verify steps (B)(4) 2022) . Pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated the pump had been worn while swimming earlier in the day. The pump began beeping and the display was blank. The reporter stated there was moisture inside the pump and the battery compartment was noted to be cracked. The reporter denied damage to the battery cap and stated the cap had been replaced in the past one-to-three months. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.